Event description:
It was reported that an unspecified number of bd posiflush¿ sp syringes had brown foreign matter in them. The customer provided lots 2047796, 2117925, 2145160, and 2174922, but was uncertain which lot the event occurred in. The following information was provided by the initial reporter: "they discovered these syringes with clearly brown and discolored contents. They removed and throwed away all of it".

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 300400 and potential lot numbers 2047796, 2117925, 2145160, and 2174922. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect. The product was released in accordance with the defined specifications and requirements for sterilization and final lab testing. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, two unused and sealed syringes were observed. One of the syringes displayed a brown saline solution, confirming the reported incident. As physical samples were unavailable, retained samples were obtained for sterility and heavy metal testing. The sterility test results found that no growth was observed with any of the retained samples and the heavy metal test found that all results were within established limits for the posiflush pre-filled syringes. At this time, an exact cause related to the manufacturing process could not be determined for the observed and reported issue. H3 other text: see h10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 2047796, medical device expiration date: 31-jan-2025, device manufacture date: 16-feb-2022, medical device lot#: 2117925, medical device expiration date: 30-apr-2025, device manufacture date: 27-apr-2022, medical device lot#: 2145160, medical device expiration date: 30-apr-2025, device manufacture date: 25-may-2022, medical device lot : 2174922, medical device expiration date: 30-jun-2025, device manufacture date: 23-jun-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd posiflush¿ sp syringes had brown foreign matter in them. The customer provided lots: 2047796, 2117925, 2145160, and 2174922, but was uncertain which lot the event occurred in. The following information was provided by the initial reporter: "they discovered these syringes with clearly brown and discolored contents. They removed and throwed away all of it".